Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the vm8 device had a speaker malfunction error. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.